Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the device was missing one footrest. During evaluation the device passed functional testing. The unit was found to visually and audibly alarm during alarm conditions. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous issues related to this reported event.

Event description:
The customer reported the readings are incorrect. No patient impact or consequences were reported.